Event description:
Physician deployed a complete self expanding (se) peripheral stent in the external iliac with no issues. However, it was reported that when he attempted to remove the delivery catheter, the tip became stuck on a strut and the stent was moved slightly distally. The physician was able to remove the catheter and the patient is reported to be fine post procedure. No issues were noted with the device prior to use. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, result: root cause of the reported event cannot be determined. Conclusion: no conclusion can be drawn.